Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. It was reported that numerous rad and fluoro images were acquired. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, an issue occurred when adjusting the gantry to perform a second lateral 2d image acquisition. It was reported that the imaging system had no issue during anterior posterior (ap) image acquisition and then moving to perform lateral shot. However, when trying to reposition the detector to perform a second lateral image, the imaging system would not respond to button on pendant or foot switch when pressed. Representative continued with the original scout shots and had no issue taking 3d image acquisition. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.